Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-56, lot#: va0551s, product type: lead. Product ID: 3487a-56, lot#: va0551s, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient stated that they think in 2015 they had surgery to replace their leads because they were fractured and the patient had intermittent stimulation. The patient said that they went about a year looking for a healthcare professional (hcp) to do the surgery and the surgery was in the summer 2016. About a month and a half ago the patient was having the same issue of the intermittent stimulation. The different lead in their spine helps the pain in their leg, but seems to be working intermittently right now. It is not off, but if they rub the area in their spine where it was broken in the past they can get it to come on. The patient is trying to get in touch with their hcp to have a manufacture representative (rep) contacted. The patient was sent a physician listings. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their weight at the time of the event. The patient was unsure if the lead would be returned. They had an appointment scheduled for (B)(6) 2017. No further complications are anticipated.